Event description:
Nurse tech, alleged via a medwatch report that quote "nurse tech in patient room to change bed linens. Tech asked patient to roll to side. Patient rolled over and grabbed side rail. Rail gave way. Patient fell to floor. Patient died shortly after return from CT sacn". Unquote.

Manufacturer narrative:
According to the hill-rom field investigation, the siderials were checked and operated properly. The facility would not release any further information regarding the patient or event.